Manufacturer narrative:
Philips service replaced the hard disk spare part and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision software was corrupt, and the hard disk was replaced and software reinstalled on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.